Event description:
The device broke on the port line side that infuses the pt.

Manufacturer narrative:
Add'l info has been requested from the reporter. The sample has not been received at this time. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).